Event description:
It was reported that this implantable cardioverter defibrillator issued an alert for high, out-of-range, shock lead impedance. A technical services consultant discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.